Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, and h10. Visual inspection of the intramedullary external rotation alignment guide confirms that rod weld has fractured and not all pieces returned. Sem report states that the analysis found the device experienced an overload fracture at the weld. Review with sme determined that the required weld size for this fillet weld is 0.090" with a minimum radius of 0.080". Metallurgical examination confirmed there was a lack of fusion to the root of the weld which contributed to the reported failure and this weld is not qualified or validated. Surgical notes were not provided. X-ray review by mmi states that single intraoperative fluoroscopic image of the diaphysis of the right femur demonstrates a metallic rod within the medullary space. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The root cause can be attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source- (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the intramedullary rod appeared to have fractured during a bilateral total knee arthroplasty procedure and remained inside the patient. The missing rod was discovered towards the end of the surgery. The attending surgeon ordered an x-ray to localized the rod. It was found to have migrated proximally towards mid femur as per the attached x-rays. The surgical team decided that the risk involved in the retrieval of the rod outweighs the benefit of the removal. As such, the rod was left in situ, and retained in the patient's femur. There is no additional information available at this time.